Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2007 due to a diabetic ketoacidosis. Reportedly, the pt began experiencing high blood glucose on friday (B)(6) 2007 which continued until they were hospitalized on saturday (B)(6) 2007 with blood glucose of 280 mg/dl. The device will be returned for eval to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B)(4). Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.